Event description:
Customer reported that she smells insulin in the insulin pump. It was stated that the issue has been going on for about a year. Customer stated that the reservoir was used. Customer stated that insulin is not visible in the battery, reservoir compartment or under the lcd display. Blood glucose value is 134 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.